Manufacturer narrative:
The manufacturer previously reported an awareness date of (B)(4) 2019. The correct awareness date should read (B)(4) 2019. During further investigation of the oxygen blending module board at the manufacturer's product investigation laboratory, additional information indicates the malfunction would not affect the device's ability to deliver therapy as designed.

Manufacturer narrative:
On the previously submitted report, an incorrect problem code of 3189 - no apparent adverse event, was reported in section h6.  The device problem code should have been left blank.

Event description:
A ventilator was returned to the manufacturer for service. The device's oxygen blending module board was replaced during service. The component was returned to the manufacturer's product investigation laboratory for further investigation. The oxygen blending module board was found to fail test steps during testing that was caused by contamination within the component.